Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display when attempting to program a bolus. The blood glucose reading was 246 mg/dl. The customer did not want to troubleshoot for high blood glucose due to anxiety bringing up blood glucose levels. The customer takes an anxiety pill in the morning. The insulin pump had not been dropped, bumped, or exposed to moisture and showed no signs of damage. The customer did not find corrosion or damage in the battery tube or on the battery cap contacts. The customer tried a new battery cap but the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.